Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the motor sounded labored. The customer¿s blood glucose level was unknown. Customer also reported cracks and chips are reservoir and battery, insulin pump had rejected new battery, slower during rewind and unexplained no delivery alerts not due to site issues. The device will not be returned for analysis.